Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted and 8 devices were taken from current production (425-00 concha neptune lot # 73m200014n) at the manufacturing facility and were functionally tested. No issues were encountered during the functional testing. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "no power to unit". No patient involvement reported.